Event description:
It was reported that during routine check , the cs100 intra-aortic balloon pump (iabp) customer reported unit alarmed iab leak. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: e1(event site state: (B)(6), event site postal code: (B)(6)). A getinge field service engineer evaluated the unit and unable to duplicate the reported issue. Fse checked and found that the safety disk set has exceeded its service life so he replaced (safety disk 0997-00-0985-01) and also found that the silicone that radiates coolness and dryness may contribute to poor temperature exchange, so he replaced crm assembly (0997-00-0986-01). Unit then cleared for clinical use.

Event description:
N/a.